Event description:
Hamilton medical ag received the following incident description: continuous flow sensor calibration failed. Inspiratory valve calibration. But it didn't work properly. Normal operation of the ventilator on the test after replacing the inspiration valve(p/n 10082605).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: continuous flow sensor calibration failed. Inspiratory valve calibration. But it didn't work properly. Normal operation of the ventilator on the test after replacing the inspiration valve (p/n 10082605).